Event description:
Customer called on (B)(6) 2011 reporting of an unknown fluid dripping on the left side of the unicel dxc 600 synchron system but could not determine its source. Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. Customer mentioned that no one was injured or exposed to the leak and patient results were not affected by this incident. Field service engineer (fse) was dispatched and found a small amount of liquid underneath the compressor area. Fse proceeded to remove the ic reagent rack and smart module and slide out the compressor. Fse was unable to locate any leak and suspect the liquid had formed due to condensation because of the high humidity. Fse reassembled unit, ran qc and verified system per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).